Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the lead would not lock into the device; the output connector assembly was found to be broken. It was also noted that the hanger assembly of the device was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular lead would not lock in to the external pulse generator. The external pulse generator has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.